Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2012, due to squeaking from the prostheses. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The user facility was notified of the event on may 11, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00600 / 00601).